Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, the lens was removed / replaced within the initial procedure. If explanted, give date: not applicable, the lens was removed / replaced within the initial procedure. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it was discarded by the customer; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a ar40m intraocular lens (iol) was removed and replaced during the initial procedure because of a loading error. Surgical intervention was performed and sutures were used to close the larger incision. Reportedly, there was no harm to the patient. No further information was provided.